Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent urgent ventricular tachycardia (vt) ablation procedure with an ep shuttle generator and a procedure delay (high patient risk) occurred. Procedure started around 9h. Procedure was an urgent vt ablation. The ep shuttle generator was updated to the latest software (B)(4) on 10/25/2019 and it was the first time that the hospital used a thermocool® smart touch® sf uni-directional navigation catheter (stsf). Map of left ventricle (lv) was made with a pentaray catheter around 10h (in sinus rhythm). While the mapping was in progress the bwi representative discovered the stsf catheter settings were not available for selection on the ep shuttle generator. In order to test the flow of the stsf, the settings for a smarttouch catheter were selected and a short, low power ablation was performed (2sec, 1 watt); flow, impedance and temperature were normal. After the lv map was completed, the physician decided to induce the vt. The vt started around 10h30 and the patient was hemodynamically stable. Vt was around 420 msec. A complete lat map of the vt was made and the physician decided to burn on the spot. Because the stsf settings could not be selected for use, the bwi representative consulted with technical support and they felt they need to act very quickly. The bwi representative advised to continue procedure with a normal smarttouch catheter. After 15 minutes the patient collapsed, and reanimation started because he was hemodynamically unstable and had almost no cardiac output. The patient suffered cardiac arrest requiring resuscitation. The physician gave adrenaline and atropine. After 15 minutes the patient was stabilized, and his output pressure was normal again. Several minutes in a very critical phase of the procedure were lost. The bwi representative commented that it was because of the patient¿s vt, that he collapsed after a while and not because of the problems with the catheter. The physician ablated with the normal smarttouch catheter for 1300 seconds on the right spot/channels in the left ventricle. (29 applications, 25-40w with normal flow). Around 11h45 the patient was transferred to intensive care unit (ICU) under sedation. In the evening, they woke up the patient and the patient felt good. The physician told the bwi representative that the patient felt very good and was transferred to a normal room. Since the stsf catheter was reported to be recognized by the carto® 3 system, the high risk procedure delay has been attributed to the ep shuttle generator and considered to be an MDR reportable malfunction. The patient adverse event (cardiac arrest) was assessed under the smarttouch catheter as this catheter was in use when the cardiac arrest occurred. The cardiac arrest was assessed as not MDR reportable since the smarttouch catheter is considered a concomitant device in this event. The cardiac arrest will not be coded under this medwatch.

Manufacturer narrative:
On 6/29/2020, biosense webster inc. Received additional information about the event. It was confirmed that in order to test the flow for the stsf, the stsf was in the patient¿s body since it¿s the only way to ablate because you need a close circuit, low impedance and normal temperature. They did this in the ventricle on a safe spot (scar) with zero force and only a few seconds @1w without creating a lesion (lowest possible power). It was also confirmed it was not their intention to performed ablation with the stsf catheter using the st catheter settings. It was the first time the customer used this type of catheter so they were not aware that this could give some troubles. The bwi representative advised the customer to use the normal st catheter for ablation and not to use the stsf catheter in an off label way. The mapping was done with the stsf catheter, but all the ablation points were done with a normal st catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).